Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that "check vent: backup alarm failed" alarm occurred during pre-use checking and testing in the medical engineer room. The device was not in clinical use. There was no patient or user harmed.repair information is pending.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and reported the issue could not be duplicated. An occurrence of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. The pse determined the central processing unit (cpu) board needs to be replaced to prevent recurrence. Repair will be performed after the price quotation is approved by the customer. The investigation is ongoing.

Manufacturer narrative:
No response has been received from the customer in regard to a repair decision at this time. The work order will remain open and will be updated once a customer decision is reached. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer approved the service recommendations for repair. The manufacturer's product support engineer (pse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a recurrence preventive measure. The device was operational after repairs were completed.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Testing of this central processing unit (cpu) printed circuit board assembly (pcba) with the accusation of a secondary alarm failure resulted in a no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.